Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation, but it was reportedly inspected at the user facility by a field service technician and then returned to an olympus regional repair center in thailand. According to the end user, the device displayed error message e433. During the inspection, the reported error could not be reproduced but was found in the error log. The reported error message e433 is triggered by the generator¿s safety system and can have different technical causes. Based on the information available, the exact cause of the reported phenomenon and the user¿s experience could not be determined in the case at hand and is being judged as unknown. However, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified procedure, the esg-400 hf-generator issued error message e433. No further information was provided but there was no report about an adverse event or patient injury.